Event description:
Reportedly, the right ventricular lead fractured. The physician decided to abandon and cap the subject lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportely, the right ventricular lead fractured. The physician decided to abandon and cap the subject lead.